Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the patient underwent a coronary procedure on (B)(6) 2009 during which promus stents were deployed in the right coronary artery (rca). On (B)(6) 2017, the patient suffered a myocardial infarction and was hospitalized. It was observed that one of the 3.0 x 28 mm promus stent had collapsed and was blocking the rca. Another unknown stent was deployed for treatment. The patient was discharged on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation could not determine a conclusive cause for the reported material deformation. However, the reported patient effects of myocardial infarction and occlusion are listed in the promus everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.